Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on june 1, 2015 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated investigation findings code. Conclusion remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2015: (B)(6) md. ¿preoperative diagnosis: huge ventral hernia.¿ implant procedure: laparoscopic ventral herniorrhaphy with dome mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/12580236, 15 cm x 19 cm x 1 mm thick, oval] implant date: (B)(6) 2015 [hospitalization dates unknown] (B)(6) 2015: (B)(6) md. Operative report. Pre-and postoperative diagnosis: huge ventral hernia. Anesthesia: general. Total blood loss: less than 50ml. Wound classification: [not provided] findings: ¿ventral hernia from one-half way between the umbilicus and the symphysis pubis to near the xiphoid. The hernia contained omentum and small bowel.¿ procedure: ¿the patient was taken to the operating room and placed on the operating table in the supine position. General endotracheal anesthesia was administered by the crna. Next. The patient's abdomen was prepped and draped in a sterile fashion. Then 25% marcaine with epi was infiltrated into the left subcostal area along the anterior axillary line. A #11 blade was used to make a small, transverse incision at this site and veress needle was percutaneously placed into the peritoneal cavity. The peritoneal cavity was insufflated with co2. The small incision was enlarged and a 10/12 trocar was percutaneously placed into the peritoneal cavity. A 10.mm camera was placed by the trocar and under direct vision two 5-mm trocars were placed along the left anterior axillary line above and below the umbilicus. The patient was rolled somewhat to the right. Adhesions containing omentum and some small bowel were taken down using careful dissection. This was mainly metzenbaum dissection. There was some small bowel in the right side of the abdomen that was plastered to the anterior abdominal wall. This as well as some of the fascia was taken down with this bowel. The bowel was not entered. The fascial edges were cleaned off. A large piece of dome mesh was fitted with dyed purple 0 vicryl at the north and south ends and white undyed 0 vicryl on the east and west end. This was rolled and placed into the peritoneal cavity through the 10/12 trocer site. This was unrolled. Each piece of vicryl was brought out through a small stab wound and the thompson needle. The pro tacker was then used to tack the mesh to the anterior abdominal wall. We had to make two more 5-mm holes on the right side of the abdomen to tack the left side or the mesh. The mesh appeared to cover the defect and be securely in place. The 10/12 trocar was removed. The fascial defect at this site was closed with a thompson needle and 0 vicryl. Subcutaneous was closed with interrupted 3-0 plain. The 5-mm trocar was removed. The skin was closed with sterile clips. Sterile dressing was applied. The patient was awakened, extubated, and taken to recovery in good condition.¿ (B)(6) 2015: (B)(6) medical center. Implant sticker: ¿gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 12580236. W.l. Gore & associates.¿ explant preoperative complaints: (B)(6) 2015: (B)(6) md. Operative report. Preoperative diagnosis: ¿infected mesh which appears to be a colocutaneous fistula.¿ explant procedure: laparotomy, removal of the infected mesh, repair of hole in the right transverse colon. Explant date: (B)(6) 2015 [hospitalization dates unknown] (B)(6) 2015: (B)(6) md. Operative report. Pre-and postoperative diagnosis: infected mesh which appears to be a colocutaneous fistula. Anesthesia: general. Total blood loss: ¿¿ was about 500 ml.¿ wound classification: [not provided] findings: ¿a mesh was floating in some purulent material. There was a hole in the right transverse colon leaking fecal matter.¿ procedure: ¿the patient taken to the operating room and placed on the operating table in the supine position. General endotracheal anesthesia was administered by the crna. Next the patient's head was prepped and draped in a sterile fashion. Patient had two I and d holes in the midline. These were connected with about a 10-inch midline incision above and below the umbilicus. Dissection was carried through the fascia. The mesh was seen to be sitting almost loose in the peritoneal cavity on top of a wad of what turned out be omentum. The mesh was gently dissected free, passed off as specimen. Purulent material was evacuated. The omentum was gently dissected free from its attachments to the anterior abdominal wall. Finally the bowel was free. There was some loops of small bowel that were deserosalized. These were re-serosalized and checked for leak. There was no leaking. There was a fairly large hole in the right transverse colon that probably was a small hole until we took down the bowel and enlarged it. The back wall of the bowel was intact. The anterior surface of the bowel was wide open. This was repaired with interrupted 3-0 vicryl and interrupted 0 silk sutures. This was tested for patency and leak and was found not to leak. We then used a piece of xenmatrix and affixed it to the defect with interrupted 0 ethibond sutures. We were free to close the abdomen, the skin and placed a wound vac. Some foam was placed over the xenmatrix graft and below the wound vac. Total blood loss was about 500 ml. There was a large amount of purulent material evacuated as well. Sponge, needle and instrument counts were correct. Patient awakened, extubated and taken to the ICU in serious but stable condition.¿ pathology for specimens removed during the (B)(6) 2015 procedure was not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated health effect - impact code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: explant date: (B)(6) 2015 [hospitalization dates unknown] ¿ (B)(6) 2015: (B)(6) medical center. (B)(6), md. Operative report. Pre-and postoperative diagnosis: infected mesh which appears to be a colocutaneous fistula. Anesthesia: general. Total blood loss: ¿¿ was about 500 ml.¿ ¿ wound classification: [not provided] ¿ findings: ¿a mesh was floating in some purulent material. There was a hole in the right transverse colon leaking fecal matter.¿ ¿ procedure: ¿the patient taken to the operating room and placed on the operating table in the supine position. General endotracheal anesthesia was administered by the crna. Next the patient's head was prepped and draped in a sterile fashion. Patient had two I and d holes in the midline. These were connected with about a 10-inch midline incision above and below the umbilicus. Dissection was carried through the fascia. The mesh was seen to be sitting almost loose in the peritoneal cavity on top of a wad of what turned out be omentum. The mesh was gently dissected free, passed off as specimen. Purulent material was evacuated. The omentum was gently dissected free from its attachments to the anterior abdominal wall. Finally the bowel was free. There was some loops of small bowel that were deserosalized. These were re-serosalized and checked for leak. There was no leaking. There was a fairly large hole in the right transverse colon that probably was a small hole until we took down the bowel and enlarged it. The back wall of the bowel was intact. The anterior surface of the bowel was wide open. This was repaired with interrupted 3-0 vicryl and interrupted 0 silk sutures. This was tested for patency and leak and was found not to leak. We then used a piece of xenmatrix and affixed it to the defect with interrupted 0 ethibond sutures. We were free to close the abdomen, the skin and placed a wound vac. Some foam was placed over the xenmatrix graft and below the wound vac. Total blood loss was about 500 ml. There was a large amount of purulent material evacuated as well. Sponge, needle and instrument counts were correct. Patient awakened, extubated and taken to the ICU in serious but stable condition.¿ ¿ (B)(6) 2015: (B)(6) medical center. [Physician ni]. Pathology. Specimen: ¿culture, abscess.¿ source: abdomen. Collected: (B)(6) 2015. ¿gram pos. [Positive] cocci +1. Streptococcus anginosus.¿ ¿ (B)(6) 2015: (B)(6) medical center. [Physician ni]. Pathology. Specimen: ¿culture, abscess.¿ source: abdomen. Collected: (B)(6) 2015. ¿recovered from thio. Gram pos. Cocci. Strep anginosus/constellatus. Beta lactanase negative.¿ ¿ (B)(6) 2015: (B)(6) medical center. (B)(6), md. Nephrology consultation. Reason for consult: ¿electrolyte abnormalities along with acute renal failure.¿ history of present illness: ¿the patient is a 55-year-old female with a past medical history significant for history of hypertension, congestive heart failure and arthritis presented to (B)(6) medical center with worsening abdominal pain. Patient underwent surgery for a possible intraabdominal abscess by dr. (B)(6) on (B)(6), and was found to have an infected mashed [sic] with a colocutaneous fistula. She underwent removal of the infected mesh and repair of the hole in the right transfer colon with a wound vac application. She has been consulted for evaluation of renal function as well as other electrolyte abnormalities. Patient has been n.p.o. Since the procedure and has been receiving tpn [total parenteral nutrition], has been just started on a clear liquid diet and the patient is complaining of persistent nausea and vomiting.¿ ¿positive for severe nausea, vomiting and pain in her abdomen.¿ impression: ¿1. Acute renal failure possibly related to dehydration with poor p.o. Intake and severe malnutrition from recent surgery and the use of pain medications, currently with improving renal function. 2. Intraabdominal abscess status post removal of the infected mesh and placement of anterior abdominal wound vac. The patient is receiving zosyn for the treatment of the infection. Her cultures result and g stain [gram stain] from the abdomen showed gram positive cocci with strep anginosus-constellatus. 3. Electrolyte abnormalities including hyperkalemia.¿ plan: ¿patient's renal function is improving at the current time. She is not receiving any p.o. Medications which could have led to uncontrolled hypertension and also hypokalemia related to poor p.o. Intake and complete dependent on tpn. However patient has been started on a diet and her diet has been progressing well. We will continue to monitor. Her potassium has already been repleted. If her diet does not advance as expected and she continues to have nausea, vomiting we will go ahead and increase the potassium and her tpn, but otherwise will need her potassium alone for now and monitor her renal function closely. Once she is able to take p.o. Medications her home dose of spironolactone has to be restarted but ace inhibitors and hydrochlorothiazide can be held. Continue all other medications and plan of care. Please do not hesitate to call us with any questions or concerns.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.